Manufacturer narrative:
Concomitant medical product: model: 6943-65, lead; implanted: (B)(6) 1998. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead and superior vena cava (svc) coil lead both exhibited a possible fracture. The leads were explanted and replaced. No patient complications have been reported as a result of this event.